Event description:
Ethicon suture broke while tying during a cardiac surgery procedure. This 3-0 suture was part of a cardio-thoracic suture e-pack. Surgeon reports other cases where suture is breaking. He is questioning suture integrity.